Event description:
Device 1 of 2. Ref MFR report number 1627487-2013-00685. It was reported the pt (B)(6) is experiencing intermittent stimulation. The pt is reportedly able to palpate the ipg and leads at the point of connection and in doing so can manipulate the system's functioning by applying pressure to the superior lead. X-rays have been ordered for further interrogation as it is suspected the issue stems from either a fractured lead or lead pull-out. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.